Event description:
This patient was implanted with the freehand system in 2001. The patient reportedly achieved good hand grasp results until undergoing a posterior deltoid-to-triceps tendon transfer surgery performed to improve grasp results approximately one month following the initial device implantation surgery. At that time it is believed that the implantable receiver-stimulator (irs) underwent an electrostatic discharge (esd) conversion, which was reportedly caused by the use of a monopolar electrocautery device during the surgery (specifically contraindicated in the device labeling). Freehand irs esd conversion was the subject of a previous neurocontrol product removal (ref. H.10.). The effects of the irs eds conversion were addressed by the patient grasp parameter reprogramming of the external control unit (ecu), following which additional problems were identified. It was found that no stimulation of any muscle is observed from irs channel 1 (abpb), and that irs channel 5 (fds) causes muscle contraction of both abpb and fds and that no adjustment of stimulation parameters allows the separation of these muscle responses. It is suspected that this co-stimulation is due to the placement of the fds electrode too close to the median nerve. Both problems will require a revision surgery to correct. A follow-up report will be provided when additional information is available following the revision surgery.